Manufacturer narrative:
A ge rep evaluated the system and determined the remote user interface needed to be replaced. Customer will order and replace parts.

Event description:
Customer reported the remote user interface is not working. No pt injury was reported.